Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: a modified surgical technique was released in (B)(4) 2010 which requires reaming distally with the appropriate intramedullary reamer; reaming with the corresponding proximal reamer; then downsizing distally by one size for the final implant. This new surgical technique was released as part of the corrective action issued in july 2010. Depending on bone quality and anatomy, the amount of press fit may be less than desired in some situations. This is a scenario that was anticipated during the preparation for and implementation of the aforementioned corrective action. Per that document, it was determined that risks associated with humeral stems fitting loose are significantly lower than when stems fit tight. However, the exact cause cannot be determined with certainty. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that after the surgeon reamed the humerus, the surgeon was able to implant the stem with no force. Due to stem fitting loose, the surgeon pulled the stem and placed autograft proximally and reimplanted the stem.